Event description:
Information received indicated the head section function of the bed moved unintentionally.

Manufacturer narrative:
The hill-rom technician found the head section of the bed would move unintentionally. The technician replaced the digital board to repair the bed.